Manufacturer narrative:
Should additional information become available a supplemental record will be filed.   MDR is being submitted as a result of a retrospective complaint review.

Event description:
The crossbraces both broke where they meet each other.